Event description:
A 70 year old woman with history of cad, slp CABG, aortic stenosis, chf, copd underwent right and left cardiac catheterization. Swan ganz catheter introduced into pulmonary artery; pressures measured, balloon inflated, resulting in wedge pressures. Upon deflation and withdrawal of catheter the pt began coughing up blood and quickly went into respiratory arrest.